Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown. Device has been explanted. This record is for the right side.

Event description:
Healthcare professional reported, right-side rupture. And capsular contracture, baker grade IV. And hole non- specific. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken assessed, as a surgical impact opening (shell thickness whiting to spec). Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: stress mark observed, on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported right-side rupture and capsular contracture, baker grade IV and hole non- specific. Device has been explanted.

Event description:
Healthcare professional reported right-side rupture and capsular contracture, baker grade IV and hole non- specific. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.